Event description:
Customer reported the system is experiencing communication problem. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and cpu. System operates as intended.